Event description:
It was reported that the patient had capsulorhexis. It was stated that there was a wound leak and required suture placement in the right eye (od). Sutured in place.

Manufacturer narrative:
(B)(6). (B)(4) - wound leak, suture placement, capsulorhexis. (B)(4) - intraocular lens. The device remains implanted. A review of the manufacturing records for the intraocular lens showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics (amo) has been submitted.